Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that two different leads were attempted to be implanted but were not successful because the helix would not extend or retract. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and no anomalies were found. The lead was returned with the helix fully retracted. Helix tests performed, helix was able to be extended and retracted within specification.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.